Event description:
It was reported the patient¿s implantable neurostimulator (ins) seemed like it was not working. The reporter stated they were thinking about having the ins removed because they have not been using the ins a lot and they had not been drinking as much. It was noted the patient needed to drink a lot of water to stay hydrated and when they did they had to void a lot. It was further noted the patient did not know if the ins was on or off. It was noted the patient programmer screen was blank. The reporter stated they had not used the programmer in a while and could not recall when they last replaced the batteries. It was noted the patient was going to replace the batteries in the programmer and then check their ins. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v048310, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).